Event description:
It was reported the patient presented for a device exchange. During interrogation, it was discovered the pacemaker exhibited crosstalk, high pacing impedance, and high capture thresholds. The suspected cause was tissue growth in the ventricular port of the pacemaker's header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of crosstalk, high pacing impedance, and high capture thresholds were not confirmed. The pacemaker was received above normal elective replacement indicator (eri). Electrical, mechanical, capture, sensitivity, and longevity assessments were normal with no anomalies found.